Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a backup battery fault that necessitated a system controller exchange. The patient was asymptomatic at the time. They attempted to reseat the emergency backup battery (ebb), but it continued to alarm. When the patient was in the clinic in the week prior to (B)(6) 2024, an engineer replaced the ebb in the controller and no alarm occurred. A review of the log file confirmed an ebb fault on 11feb2024.

Manufacturer narrative:
D1: brand name: corrected. D4: catalogue number: corrected. D4: primary UDI number: corrected. D6a: date of implant not applicable for product. Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed via log file analysis. The heartmate 3 system controller (serial number: (B)(6) was returned for analysis and a log file was submitted and downloaded for review that showed overlapping events spanning approximately 5 days (09feb2024 ¿ 11feb2024, 27mar2024, 01jan2000 per timestamp). Backup battery fault alarms due to the backup battery not passing the load test were active on (B)(6) 2024 from 14:36:33 ¿ 14:57:59. The backup battery was unable to pass the load test due to the loaded voltage being under the acceptable threshold as compared to the unloaded voltage. Pump operation was not affected by these alarms. The driveline was disconnected on (B)(6) 2024 at 14:54:00 for a system controller exchange. There were no other notable alarms active in the log file. The controller was connected to a test power module, system monitor and mock loop and was functionally tested. The controller passed all testing and was able to operate the system without any issues or alarms activating. The backup battery load test was initiated during testing and a fault was not reproduced. Following testing a log file was reviewed and there were no events captured where the load test did not pass. Multiple good faith efforts were sent asking if the alarm resolved following the system controller exchange. To date, no response has been provided. A root cause for the reported event was unable to be conclusively determined through this analysis. A corrective and preventative action investigation was opened to investigate backup battery fault alarms further. The device history records were reviewed, and the records revealed the heartmate 3 system controller (serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications. Customer order: (B)(4), was shipped on 15dec2021. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. Heartmate 3 instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.